Manufacturer narrative:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("essure was not correctly placed") and pregnancy with contraceptive device ("pregnant with essure micro-insert (three and a half months after essure insertion)") in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "any control was not performed in order to know if inserts were correctly placed". The patient's past medical history included parity 2. Consumer denied concomitant diseases and drugs. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), headache ("headaches"), vomiting ("vomiting"), diarrhoea ("diarrhea"), weight decreased ("excessive weight loss") and fatigue ("chronic tiredness / exhaustion"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure was removed on (B)(6) 2016), and psychotherapy (to be treated by a psychologist). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, headache, vomiting, diarrhoea and weight decreased outcome was unknown, the pregnancy with contraceptive device had resolved and the fatigue had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, diarrhoea, fatigue, headache, pelvic pain, pregnancy with contraceptive device, vomiting and weight decreased to be related to essure. The reporter commented: her body is not the same due to these effects. Despite essure was removed on (B)(6) 2016, she still has other secondary effects: exhaustion 24 hour a day, requiring also to be treated by a psychologist. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 2.918 cases. Device dislocation. The analysis in the global safety database revealed 1.180 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3.204 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc: company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("essure was not correctly placed") and pregnancy with contraceptive device ("pregnant with essure micro-insert (three and a half months after essure insertion)") in an adult female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "any control was not performed in order to know if inserts were correctly placed". The patient's past medical history included parity 2. Consumer denied concomitant diseases and drugs. On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date. In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), headache ("headaches"), vomiting ("vomiting"), diarrhoea ("diarrhea"), weight decreased ("excessive weight loss") and fatigue ("chronic tiredness / exhaustion"). The patient was treated with surgery (essure was removed on (B)(6) 2016) and psychotherapy (to be treated by a psychologist). Essure was withdrawn. At the time of the report, the pelvic pain, device dislocation, headache, vomiting, diarrhoea and weight decreased outcome was unknown and the pregnancy with contraceptive device had resolved and the fatigue had not resolved. The pregnancy outcome was reported as elective abortion. The reporter considered pelvic pain, device dislocation, pregnancy with contraceptive device, headache, vomiting, diarrhoea, weight decreased and fatigue to be related to essure. The reporter commented: her body is not the same due to these effects. Despite essure was removed on (B)(6) 2016, she still has other secondary effects: exhaustion 24 hour a day, requiring also to be treated by a psychologist. Company causality comment: an adult female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain, got pregnant with essure micro-insert (three and a half months after essure insertion) and essure was not correctly placed (seen as device dislocation). An abortion (elective) was performed. Essure was removed. All these events are regarded as anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In addition, there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, the exact date and mechanism of device dislocation are not known and she got pregnant about three and a half months after essure insertion. It was reported that any control was not performed in order to know if inserts were correctly placed. It is not known whether essure was in-situ during conception or not, thus, the possibility of contraceptive failure cannot be totally excluded. Based on the nature of the events, a causal relationship between the events and essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.